Event description:
During the tonsillectomy and adenoidectomy procedure the evac 70 coblator was not functioning properly. According to the physician description, the coblator was cauterizing outside of the margin. A new evac 70 wand was opened and plugged in and the physician reported that the new wand was functioning properly. The reference number is (B)(4), lot number is 2064413, and expiration date is 12/10/2023. No patient harm occurred during this event.